Event description:
It was reported that there was a planned de novo, 85% stenosed, moderately calcified, type 1 aortic arch, left internal carotid artery acculink stenting procedure and during the procedure, an accunet embolic protection system (eps) was advanced but would not advance to the desired location even when advanced with a buddy wire; therefore, the accunet eps was removed. An emboshield nav 6 eps was advanced to the desired location successfully. With contrast, it was found that there was absolutely no flow in the carotid artery and there was believed to be a dissection in the left internal carotid artery causing 100% occlusion of the vessel. A thrombectomy was done in case of thrombosis, but there was no thrombosis found. An angioplasty was done and the emboshield filter was removed, but still there was no improvement in flow. Two acculink stents were implanted as treatment for both the lesion and the dissection flap. Another angioplasty was performed. The dissection extended well up into the internal carotid artery. There was flow in the anterior cerebral artery (aca) and the middle cerebral artery (mca). The distal edge of the dissection was visualized, but it was high and not amiable to any further intervention. All throughout the procedure, the patient was neurologically intact and able to move her right side and speak freely. The procedure was abandoned. Warfarin was given and the dissection occlusion is listed as continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of dissection and occlusion are known observed and potential adverse events as listed in the emboshield nav6 embolic protection system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.